Manufacturer narrative:
(B)(4). Unit received with partial display, missing segments due to cracked liquid crystal display glass. Unable to performed displacement due to display anomaly. No physical damage noted on keypad overlay or reservoir p-cap.

Event description:
Information received by medtronic indicated that the insulin pump buttons were not working, insulin pump off not switching on. Insulin pump screen was damaged. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.